Manufacturer narrative:
E1 (establishment name): (B)(6). The customer's allegation was not confirmed. The device was not returned for evaluation and could not be evaluated. Based on the results of the investigation, the image may have temporarily blacked out due to scope communication failure. Log analysis confirmed cv communication converter misconnection error and scope communication error occurred repeatedly, which generally indicates a printed circuit board failure or issues with the connection environment or device settings. A definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the video system center suddenly experienced a momentary blackout during an unspecified procedure. It was completed with the device. There were no reports of patient harm.